Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. It was reported that 3 hours after the index procedure the patient did not have a pulse in their left leg and was taken back to theatre. Angiogram confirmed that there was no flow in the left side and that the left limb of the stent graft had thrombosed and occluded. The patient received a femoral-femoral bypass on the same date and the event was resolved. As per the physician, the cause of the event was due to anatomy and related to a kink in the distal part of the limb due to vessel tortuosity and calcification. No additional clinical sequelae were reported and the patient is fine.